Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have given too much insulin and as a result, customer had blood glucose of 556 mg/dl. Caller reported that family would take her to the emergency room. Caller was advised to disconnect from insulin pump.